Manufacturer narrative:
At this point in time mitek is still actively seeking detail and further info about the event. We are also awaiting the results of the eval and repair of the complaint device. When all that can be had, is had and evaluated, the results of the investigation will be the subject matter of a f/u report.

Event description:
"Keeps causing electric shocks". This is what was reported and this is all of the info that has been made available. Despite outreaches for clarity, and further detailed info in general, none has been forthcoming. Although we do not know the extent of the cause and effect, if any, the statement on its own without clarification causes us to assume that it is possible that pt injury may have potentially occurred. We do not know what impact, if any, this would or did have on the pt. It is because of this uncertainty that this report is being filed to document this event.